Event description:
Per the clinic, the patient experienced an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: there was no infection at abutment site as previously reported. Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to replace the abutment due to skin overgrowth. The implanted device remains.